Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the panel doesn't light up.

Manufacturer narrative:
The device was evaluated by the returns department which found that the connector was unplugged/loose.

Event description:
Dealer states, the panel doesn't light up.